Event description:
It was reported that balloon leaked occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation and inflated twice at 8 atmospheres for 60 seconds. The pressure level decreased. The device was completely removed from the patient and upon checking the device, contrast media leakage was noted. The physician suspected that there was a pinhole on the balloon. The procedure was completed with a 2mmx150mm mr coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 17341755 to 16750204. Device expiration date corrected from 10/05/2017 to 02/17/2017. Device manufactured date corrected from 10/08/2014 to 02/22/2014. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the bonds, markerbands and balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp). The catheter maintained constant pressure and there was no indication of any leaks or other irregularities to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon leaked occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation and inflated twice at 8 atmospheres for 60 seconds. The pressure level decreased. The device was completely removed from the patient and upon checking the device, contrast media leakage was noted. The physician suspected that there was a pinhole on the balloon. The procedure was completed with a 2mmx150mm mr coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).